Event description:
It was reported that a small volume intermate had a particle inside the reservoir. The particle was observed after the device was filled with a non-baxter drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The intermate was received for evaluation. A visual inspection identified a tiny white particle approximately 0.30 square mm in size floating around freely in the fluid of the reservoir. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: upon visual and stereomicroscopic examination, the particulate matter was determined to be part of the screen filter in the stress member. The root cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.